Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) - follow up MDR for device evaluation. No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material #me5301 and lot #23059399 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd maxguard pressure rated extension set was occluded. The following information was received by the initial reporter with the verbatim: describe the event or problem: pre-op nurse starting IV for patient and tried to flush extension set. The extension set would not flush. Device had to be changed out. What was the original intended procedure? : percutaneous nephrolithotomy.

Manufacturer narrative:
A2. Patient¿s birthday was not provided, 01-jan-xxxx was used based on age of patient e4. The initial reporter also notified the FDA on sep, 2023 . Medwatch report # mw4401610000-2023-8013, h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.